Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced a low blood glucose (bg) of 39-40 mg/dl. Suspected cause was due to the customer entering an incorrect bolus value entry when requesting a bolus. The customer consumed carbohydrates to address the issue prior to visiting the emergency room. In the emergency room, customer was monitored. Bg was resolved and no permanent damage was sustained. No issues were identified with the pump or pump supplies.